Event description:
Dexcom was made aware on 10-12-2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with itching, redness, infection, and pustules, overlay patch, which occurred after the sensor had been inserted in the arm. The patient went to the hospital and was given a prescription of ral antibiotics and a steriod ointment. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).